Manufacturer narrative:
An investigation could not be performed as the device is not returned. Based on the limited information provided, the reported product complaint could not be confirmed. A device history review has been inserted into the file. This review indicates that there were no quality concerns associated with the manufacturing process. Based on the information available, no further action is required at this time.

Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that patient underwent hernia repair surgery on (B)(6) 2010 and gynecare tvt was implanted. It was reported that patient experienced incontinence, infection, and pain. No additional information was reported.".